Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller noticed cord that comes out of the joystick to the back of the chair is shorting out, seen wires spark.